Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported dental implant was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. The reported product was located on tooth sites 19 and used for approximately 10 years. The customer has provided images of the implant in the surgical site, and following removal, it can be seen that the implant contain debris (bone residue and dried blood) around the threads, and the implant is confirmed to be fractured about the collar. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tsvwb11 dating back to 12 months. The complaint history review revealed that there are no existing non- conformances/CAPA/hhe/d/ie/ product holds for the reported product. Complainant reported that the implant was fractured at the collar level. The reported complaint is confirmed following inspection of the returned images of the reported implant. The physical product was not returned. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. However, the customer has provided x-ray images of the implant in its surgical site. It can be seen that that the implant is confirmed to be fractured about the collars. The investigation has been performed based on the available information. No pre-existing conditions were noted on the product experience report (per). The reported product was located on tooth 30 and used for approximately 10. DHR review could not be performed, as the lot number associated with the reported product was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the implant dating back to 12 months. The complaint history review revealed that there are no existing non- conformances/CAPA/hhe/d/ie/ product holds for the reported product. Complainant reported that the implant was fractured at the collar level. The reported complaint is confirmed following evaluation of the returned x-ray images of the reported implant. The physical product was not returned. A definitive root cause for this complaint could not be determined. The following sections have been updated: b1: report type b2: outcomes attributed to adverse event g4: date received by manufacturer h1: type of reportable event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Explanted date unknown / not provided. Additional PMA/510(k) number: k013227.

Event description:
It was reported that the implants fractured at the collar.